Manufacturer narrative:
Analysis of the pump revealed overinfusion and insufficient pump tube occlusion. Pump logs were gathered and motor stalls and recoveries along with elective replacement indicator (eri) and end of service (eos) were noted. Eri and eos occurred due to implant time elapsing. Dispense and infusion accuracy testing displayed overinfusion. Stop pump test 1 revealed leakage past pump head rollers when the pump was programmed to stop.

Event description:
Device was received and no information. ¿returned for disposal only¿ was indicated. The device system was used todeliver baclofen.

Manufacturer narrative:
(B)(4).

Event description:
The device system was used to deliver baclofen 2000.0 mg/ml at 926.4 mg/day.

Manufacturer narrative:
Returned product analysis (rpa) finished out the destructive analysis on this pump in march 2016. No significant anomalies were noted during destructive analysis. Rpa noted when the outer cover was removed the hybrid was touching the bulk head. Phase ii destructive analysis was performed after the pump was subjected to additional testing. After removal of outer shield, the pump was shipped for internal vapor analysis (iva) (results in (B)(4)), returned, <(>&<)> tested multiple times for dispense accuracy under negative pump chamber pressure. The pump was CT x-rayed at various times during this testing. Current analysis coding will not change.